Event description:
The patient ((B)(6)) had 3 leads (from the same lot) implanted as part of the axium neurostimulator system. It was reported during a procedure to replace a migrated lead (reference MFR report: 3008829311-2017-00423) one lead exhibited elevated impedance readings and was found to be visibly fractured. The leads were explanted and replaced. Postoperatively, the patient reported experiencing effective therapy.